Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(4), batch/lot: 7074180.

Event description:
It was reported that the patients leads were migrated. The patient underwent lead replacement procedure and was doing well post operatively. The explanted leads were discarded per hospital policy.